Event description:
Customer reportedly received results of 4.3 mmol/l on aviva system 1 and 10.0 mmol/l on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 202904, expiration date 02/29/2012). Caller did not provide product information for system 2.